Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) reported to fresenius that a blood leak occurred during the patient's hemodialysis (hd) treatment where the bloodlines connect to the dialyzer. The connection was securely tightened and no issues occurred during treatment. The patient care technician (pct) noted a blood leak from the connection approximately two minutes prior to treatment completion. The connection was retightened. Upon treatment completion the connection fell apart when the dialyzer was flipped. The resulting leak was comprised of blood and saline. The patient's estimated blood loss (ebl) was approximately 50 ml. No serious injury or required medical intervention resulted from the reported issue. No defect or damage was noted to the sample. The sample is available to be returned to the manufacturer for physical evaluation.